Manufacturer narrative:
Batch review performed on 14 may 2018; lot 171298: (B)(4) items manufactured and released on 21 june 2017. Expiration date: 2022-06-06 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Cocr ball head 12/14 ø 28 size m 0 reference 01.25.012 (k072857); lot 174665:(B)(4) items manufactured and released on 18 october 2017. Expiration date: 2022-10-08 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient had infection 3 weeks after primary: the surgeon believed that it was more of a superficial infection, but as a preventative he changed out the bipolar head and the femoral head. He also took samples and as the results came back (B)(6) for (B)(6) , on (B)(6) 2018 he performed another washout and removed the head lot 176024 and the bipolar head lot 171298.